Manufacturer narrative:
Manufacturer mectron (B)(4) didn't receive the insert involved in the event. However the production, in-process and final controls documents, related to the insert mt1s -10, lot n. 18000236, didn't show any anomaly.

Event description:
During the use in a strip craniectomy, for release of sagittal suture, the insert mt1s-10 broke. This required an additional procedure to remove the fragment of the insert. Device failed (e.g. Broke, couldn't get it to work or stopped working).